Event description:
It was reported that the customer had a motor error alarm and a failed battery test on his insulin pump. The customer's blood glucose level was 116 mg/dl. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with operating currents in specification. No unexpected failed battery test noted. The device alarmed motor error during rewind due to corroded motor home switch. No error alarm on the alarm history screen found. Minor scratched lcd window, cracked case near the display window corners, and cracked reservoir tube lip.